Manufacturer narrative:
Additional information: d9, h3, h6. A visual inspection with the naked eye and magnification noted the female connector was separated from the main body of the twist clamp. There was evidence on the female connector of the insert/key being present at assembly as determined by the impression on the female connector. The leak test, clear passage, and clamp function tests were performed with no issues noted. The reported condition of connection issue was not verified, however, the issue of separation between the female connector and the mainbody of the twist clamp was verified. The cause of the condition is related to inadequate solvent application during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a connection issue; further described as ¿the transfer set was not able to be separated from the pd solution bag¿. This was observed during treatment for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.